Manufacturer narrative:
The associated complaint device was not returned for evalation. [(B)(4)].

Event description:
It was reported that patient received kenalog injection/medrox due to pes anserinus tendonitis/ bursitis right knee.